Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. There were no patient or user was harmed as a result of the issue. The service engineer confirmed the reported issue. The solenoid was replaced to addressed the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.